Event description:
Contact reported that the ceramic portion of the mitek vapr se electrode had broken. Hospital claims the device was never used, however evaluation confirmed that was not true. The tip was most likely broken during use. If this was to recur and the ceramic fragment not retrieved, it is possible that patient injury could potentially occur. Mitek is taking a conservative approach and filing an MDR to document this event.